Event description:
Healthcare professional reported right side "intracapsular rupture", "pronounced internal folds", "incipient amount of periprosthetic fluid", "mild capsular contracture" baker grade unknown and "axillary nodes infiltrated by silicone." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The events of lymphadenopathy, seroma-late, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, seroma-late, capsular contracture and rupture.